Event description:
It was reported that, "during a laparoscopic cholecystectomy, the hepatic artery was severed by the jaws of the endoscopic clip applier, when the clips failed to feed through the device. An open procedure was needed to repair the injury and complete the procedure. The patient had an uneventful recovery."